Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cartridge and the handle of the instrument was received damaged and stained. Functionally, the device was found to open/close normally and staple formation was within specifications. It was reported that a component disengaged from the device and the device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from rough handling or an excessive force when actuating the handle against thick tissue. Additionally, the unit could not be packaged in such condition; since blister case is contoured to it, it would be detected at this final stage of the manufacturing process. It was also reported that the jaws of the device remained closed on tissue after firing, and the device did not fire. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: "package labeling identifies the reload size, and sizes are color-coded. Identifies the appropriate tissue ranges for each reload size. When positioning the instrument on the application site, ensure that no obstructions such as clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. Always wipe the anvil clear prior to firing the stapler again. Failure to firmly squeeze the handle all the way may result in an incomplete staple formation, which may compromise the integrity of the staple line.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a kidney transplant, when preparing the kidney on the back table of the room, while firing the stapler the jaws got stuck and the plastic handle broke off. It was not possible to open the stapler and more of the vessel had to be cut to remove the stapler. The stapler was not able to fire and the handle was not squeezed. There was an unanticipated tissue loss. There was tissue damage.